Event description:
Information received indicates the casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.